Event description:
Customer's friend called lfs on 5/2002 alleging their meter was reading inaccurately high. Customer was having seizures and when their friend tested their blood, the result was 323 mg/dl. They immediately took patient to the hospital and when patient arrived 45 mins later, they took patient's reading which was 44 mg/dl. Per friend, patient looked pale when patient got to the hospital. Meter has been replaced. Unable to contact customer to obtain further information.